Event description:
Ous MDR. After an implantation period of approx. 45 months increasing ventricular impedance and threshold values resulting in a loss of capture were reported. The lead was capped and a new lead implanted. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The follow-up data you provided have been analysed and the continuous increase of rv impedance starting in late 2015 can be confirmed. No threshold curve was available and the loss of capture observed before lead exchange could not be seen in the data sent for analysis. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.